Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but was potentially due to patient anatomy and lead positioning.

Event description:
The patient presented in the hospital with muscle stimulation. The physician believes the muscle stimulation is due to the patient's anatomy causing discomfort during right ventricular (rv) pacing. All diagnostic images and electrical parameters were normal. The lead was explanted and replaced in order to find the optimal position for patient comfort. The patient was stable with no adverse consequences.